Manufacturer narrative:
During a dialysis treatment, no weight loss was reported. There was no pt injury or medical intervention reported. A mes (medical equipment service) technician examined the machine and the uf pump was replaced as a precaution when the problem recurred. A review of the cpf history for the specific serial number machine in this complaint shows that two other incidents resulted from the component failure investigated in this complaint. The first complaint occurred when the pump failed but the field rep could find no problem and did not return a part. The next two complaints were generated when two pts experienced weight removal problems and the uf pump was replaced. A secondary search of the dtf history for this product showed no related dtf's. The technician at the facility found the uf (ultrafiltration) pump to be faulty. The returned uf pump was received for analysis by the MFR on 9/13/96. The thermal fuse was removed from the returned uf pump. The thermal fuse was connected to an ohm meter. The ohm meter showed 0.2 ohms, indicating the thermal fuse is good. The thermal fuse had become intermittent. When the thermal fuse is in the first stages of failure, it can become intermittent. When this happens, the uf pump will run for a short period of time, until the wax inside heats up and melts. This is what the fuse is designed to do. Previous investigations have determined that the wax melts at the correct temperature. It is not known at this time what causes the wax to melt. It is concluded that the failed thermal fuse caused the reported incident. Customer contacted:n sales/service contacted by investigator:n. Training required:n.

Event description:
During a dialysis treatment, there was no weight removal. There was no pt injury or medical intervention.